Event description:
It was reported that the biomed had the arctic sun device that had been getting alert 01(patient line open) and 02(low flow) on the floor, system seems to heat and cool fine in biomed, but the system hours were 4658 and the alert 01 and 02 could be associated to a weak circulation pump, sending 2000-hour preventive maintenance. Per sample evaluation results on 01jul2024, it was reported that the unit primed to fill in service evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device that had been getting alert 01(patient line open) and 02(low flow) on the floor, system seems to heat and cool fine in biomed, but the system hours were 4658 and the alert 01 and 02 could be associated to a weak circulation pump, sending 2000-hour preventive maintenance.